Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011 including a percutaneous lead (for off-label use). The lead was implanted in the occipital area for headache. It was reported that the patient felt stimulation behind her right ear. The patient was reprogrammed twice to resolve the issue but was unsuccessful. An x-ray was taken and revealed that the lead had migrated behind her right ear. As a result, the patient's lead was explanted and replaced on (B)(6) 2011.